Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was hemolysis. The following information was provided by the initial reporter. The customer stated: there was "hemolysis / workflow issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 36490200. Lot/batch #: 2095452. Bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to hemolysis / improper flow as all samples met specifications. Tech services shared a techtalk brochure about proper blood drawing technique. No further issues were reported from the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis / improper flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) there was hemolysis. The following information was provided by the initial reporter. The customer stated: there was "hemolysis / workflow issue."